Event description:
The customer observed falsely decreased phosphorus results generated from alinity c processing module for multiple patients. The results provided were: on (B)(6) 2023 sid (B)(6) phosphorus=< 0.23 mmol/l /repeated on c1=1.03 mmol/l sid (B)(6): phosphorus= < 0.23 mmol/l /repeated on c2=1.53 mmol/l laboratory reference range: phosphorus= 0.8 to 1.5 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) and (B)(6). The customer contacted customer service for discrepant results. The abbott technical specialist review the instrument error log and graph. A definitive cause of the discrepant result was not identified, therefore, the alinity c instrument (ac03998), list number 03r67-01 alinity c processing module, was considered the likely cause. No additional discrepant result issues have been reported since the issue occurred. A review of the alinity c processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue the alinity ci operations manual, provides adequate information regarding the troubleshooting of erratic/discrepant results. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6).